Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was selected for implant. During the procedure, while deploying the device, it kept presenting in a cobra deformation on the left atrial side. The device wasn't implanted and was replaced with a 24mm amplatzer septal occluder, which was successfully implanted. There was no angulation of kinks in the ds nor interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not confirm via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was selected for implant. During the procedure, while deploying the device, it kept presenting in a cobra deformation on the left atrial side. The device wasn't implanted and was replaced with a 24mm amplatzer septal occluder, which was successfully implanted. There was no angulation of kinks in the ds nor interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences to the patient.